Event description:
It was reported that the customer received a motor error alarm on her insulin pump. The customer stated that the alarm occurred during bolus programming. Each time, the customer stated, she was able to first rewind the insulin pump, fill the tubing, and connect to the insulin pump without any problems. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.